Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lobectomy, at the 5th firing, when the device was used for bronchus resection, the tissue became stuck and could not be smoothly sutured or resected. Additional suturing was performed for the part which could not be smoothly sutured. The procedure was completed with manual suturing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.